Event description:
Information was received from an healthcare provider via manufacturer representative regarding a product used for micro endoscopic discectomy (med) spinal therapy for lumbar disc herniation. It was reported that the image was cloudy. There were no further complications or symptoms reported regarding the event. Additional information was received via manufacturer representative that the image appeared blurred.

Manufacturer narrative:
E: first name and last name of initial reporter is unknown. G2: country of origin is japan. H3: product analysis of part# (B)(4), lot# 535330 during the inspection, it was observed that the image was cloudy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.